Event description:
A customer reported a heat and electrical issue with the insulin pump, which overheated and became hot to touch. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer was guided to use multiple daily injections (mdi) for insulin delivery as a backup. The customer received instructions on putting the pump into storage mode and returning it using a pre-paid label within 10 days, which they acknowledged.